Event description:
It was reported that the health care professional (hcp) requested a review on the attached electrogram (egm) on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the device data and noted farfield oversensing on this left ventricular (lv) lead. Ts provided sensing reprograming options. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "the "known inherent risk of device" investigation conclusion code was selected because product record reviews did not identify a product quality issue and the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the health care professional (hcp) requested a review on the attached electrogram (egm) on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the device data and noted farfield oversensing on this left ventricular (lv) lead. Ts provided sensing reprograming options. No adverse patient effects were reported. This lv lead remains in service. Additional information was received that the sensing was disabled on the lv channel to avoid oversensing farfield signals.